Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Complaint sample not returned.

Event description:
(B)(6) 2014: l-p shunt operation was performed to the patient who was (B)(6) years old female. (B)(6) 2014: the implanted lumbar catheter was found to be come off from the lumber. The implanted shunt system will be revised on june 12. Jjkk will provided further information when it is received.